Manufacturer narrative:
Date of the event stated is best estimation. Please note that it is not known if the initial reporter is a health professional.

Event description:
According to the complaint received, the customer reported that intermittently when scanning a patient at the abl90 flex analyzer another patient sometimes populates randomly.

Manufacturer narrative:
According to the logs provided by the customer, 7 patient results were identified where the patient ID is equal to the accession number. In some of them, the last and first name are also equal to the accession number. Depending on how the analyzer is configured, it is plausible that scanning an accession number in the patient ID field, the system finds a patient ID with that value and retrieves that information. Based on the logs provided, this is consider a user error.